Event description:
Customer reported high blood glucose the last couple of days and thought pump was not delivering. Customer during troubleshooting did receive alarms for the no exit condition. After disconnection. Troubleshooting was again done and pump passed testing.